Event description:
The customer reported that the device had all three (charge-pak, attention and wrench) icons illuminated. The charge-pak, internal battery charger, was replaced but the attention and wrench icons remained. Physio-control evaluated the device log and observed that the device internal battery was depleted for a certain period of time. Furthermore, physio found a malfunction that depleted the internal hlc battery at a rapid rate. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the cause for the malfunction was determined to be an electrically leaky filter, fl9, on the analog pcb assembly. The electrical leakage depleted the internal hlc batteries.a replacement device was provided to the customer.